Event description:
Consumer called to report not being comfortable with the readings consumer is receiving from their plink meter. Adjusted their insulin on the readings, (over 300) family member needed to call emt for assistance bringing their blood sugar up. Emt meter read 35.